Event description:
It was reported the device was unable to be interrogated and telemetry could not be established. When surface electrodes were hooked up, no pacing was observed from the device and it was not possible to elicit a magnet response from the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.